Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 2.7-3.2cm, 4.8-5.3cm, 5.8-7.0cm, 12.0-13.2cm, and 30.3-31.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.